Event description:
The event was reported as: there was reported excess water from the column coming into the nasal cannula of an infant. Column that came with system was used. No reported injury. No further information available.

Manufacturer narrative:
Sample has been received, and is being investigated. Investigation is ongoing, and is not available at time of this report. A follow-up investigation report will be sent when available.